Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited elevated short v-v intervals. The patient was enrolled in the remote monitoring network for close observation. The lead is still in use. No patient complications have been reported as a result of this event.